Manufacturer narrative:
This report contains correction in section b5 describe event or problem, h6 device codes and impact codes. This report contains correction in section h6 impact codes.

Event description:
It was reported that the implantable cardioverter defibrillator (ICD) exhibited oversensing and noise as seen on the ventricular episode. Upon review, there were no abnormalities found during the provocation testing. The physician had requested technical services (ts) to provide analysis on the data. It was noted that the non-physiological artifacts were showing in bipolar probe detection configuration, which lead to oversensing. Technical services (ts) reviewed and stated that it looked like probe integrity issue and recommended revision. Subsequently this lead was surgically abandoned, and a new lead was successfully implanted. No additional patient adverse effects were reported.

Event description:
It was reported that this lead was surgically abandoned, and a new lead was successfully implanted. No additional patient adverse effects were reported.

Event description:
It was reported that this lead was surgically abandoned, and a new lead was successfully implanted. No additional patient adverse effects were reported.

Manufacturer narrative:
This report contains correction in section h6 impact codes.